Event description:
Female at facility for induction of labor. Nurse programed device with lactated ringer's 125cc/hr in channel a. Pitocin 4mu through channel b at 9:00 am. At 9:26 am a deceleration was noted in baby's heartrate. Two nurses went to check pt and found the IV pump bolusing pitocin at 600ml/hr. Medication was immediately stopped. Pt required c-section delivery.